Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 10/2.75 flextome¿ cutting balloon¿ monorail was used to treat the target lesion. During the procedure, the physician tried to break calcification using this cutting balloon. However , the balloon ruptured on first inflation at 12 atmospheres per 10 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the balloon identified no tears or holes in the balloon material. Solidified blood was identified within the balloon and inflation lumen which is evidence of a device leak. The balloon failed to inflate, possibly due to the presence of the solidified blood. The device was soaked in a water bath at a temperature of 37 degrees in an attempt to dissolve the solidified blood. After soaking, the balloon was able to be inflated to its rated burst pressure of 12 atmospheres and maintained pressure with no leaks noted. The balloon inflated and deflated successfully. A visual and tactile examination of the shaft identified multiple kinking along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 10/2.75 flextome¿ cutting balloon¿ monorail was used to treat the target lesion. During the procedure, the physician tried to break calcification using this cutting balloon. However , the balloon ruptured on first inflation at 12 atmospheres per 10 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.